Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n320800006); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (600mcg/ml at 74.43mcg/day) and morphine (2.5mg/ml at 0.31mg/day) via an implantable pump. It was reported that 7.6cm of the pump segment of the catheter was explanted and replaced. A small defect was observed on the catheter where the pump connected to the catheter. Catheter aspiration was also unsuccessful. The physician replaced the pump segment with a new catheter and did a custom prime bolus instead of aspiration with the new revision segment. The issue was resolved at the time of the report.